Event description:
The patient reported going to the emergency room (ER) due to hyperglycemia on (B)(6) 2025. The patient's blood glucose levels were over 500 mg/dl while wearing the pod on their abdomen. It was noted that the cannula had dislodged from the infusion site. Symptoms reported include nausea, vomiting, and abdominal cramping. At the hospital, the patient received several scans and tests, put on intravenous (fluids unspecified), received a pregnancy test and was given morphine. The patient was discharged after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.